Event description:
It was reported that there was instability of the intraocular lens (iol) after implantation and the lens was removed from the patient's eye. A replacement iol was inserted. The best corrected visual acuity pre-op was (B)(6) and post-op was (B)(6) and counting fingers. The patient was temporarily impaired. There was unplanned incision enlargement, unplanned vitrectomy and unplanned sutures. The patient also received medical intervention. There was no delay in treatment. No other interventions were provided. No further information was provided.

Manufacturer narrative:
Section a4: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.